Manufacturer narrative:
(B)(4).

Event description:
The patient was recharging her implantable neurostimulator (ins) more than expected after passing through an airport security gate. She noted that her ins will not charge more than 50% full. The patient fell but landed on her foot and ankle, not on her ins. Additional information has been requested, a follow-up report will be sent if additional information becomes available.